Manufacturer narrative:
5 complaint samples were received from the customer for evaluation. The samples were evaluated and leaking was confirmed in 1 sample. Leaking was seen on the complaint sample where the t-connector gets connected to the IV catheter. Visual inspection of the leaking complaint sample showed material chipped off from the t-connector. A DHR review was conducted and no anomalies were seen. Leak testing is conducted as part of the manufacturing process for the device. The root cause of the chipped material resulting in the leaking is unknown. Quest will continue to monitor trends.

Event description:
A report was received regarding an alleged incident encountered during use of the q2 device. The report states that users have experienced fluid leak and/or blood back up where the q-set attaches to the catheter hub immediately after the device is flushed. There were no reported patient complications resulting from the alleged issue.

Manufacturer narrative:
This report provides additional information received after the initial medwatch was filed. Further evaluation of the device showed that the one complaint sample which leaked was due to the presence of uneven texture at the q2 and catheter contact point. The uneven texture is caused due to presence of solvent on the cap. The root cause for presence of solvent on the cap is unknown at this time. The assembly process is set up intentionally to separate capping process steps from the solvent bonding process. Solvent bonding and capping operation are performed by different operators, intentionally designed to prevent such issues. Quest will continue to monitor trends.